Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: left side: deflation and valve issue, right implant: device migration. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast augmentation revision with saline unspecified mentor breast implants and suffered from deflation on the left breast implant. The left implant had a leaking valve. The right implant had a device migration issue. The right implant was intact. As a result, the patient had undergone removal and replacement with mentor moderate plus saline implants 425cc, filled to 550 cc on the right and 500cc on the left breast implant on (B)(6) 2020. This medwatch is for the left breast implant.